Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 23.8 mmol/l which was treated with insulin pump. Customer¿s blood glucose was 23.8 mmol/l at the time of call. Customer had symptoms like dizziness and nausea. It was reported that drive support cap was normal. Troubleshooting was performed. There were no air bubbles or leaks on tubing. Insulin exited at qr. Customer advised to change entire set, reservoir and treat per hcp¿s instructions. Insulin pump will be return for analysis.